Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the locking compression plate dynamic hip system (lcp dhs) plate would not attach to the wrench during surgery. As a result, the surgeon had to insert the screws with the use of the assembled instrument and then place the lcp dhs plate. There was a reported fifteen (15) minute surgical delay. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the product was returned in a plastic packaging. The laser etching was readable. The item was in a good condition visually. A device history record review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The dimension, relevant for the function of the product was measured, and fulfills the specifications. Based on this the complaint is rated as not confirmed and not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.